Event description:
The customer reported that the system alarms cannot be read out. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personal to evaluate the device in question. The rse indicated during an evaluation of the system that the issue could not be confirmed. The rse spoke with the biomed onsite on how to access the audit log as a biomed and info of what data regarding alarms can be found in audit log. This complaint is a supplemental to (1218950-2024-00499) due to incorrect registration number used. (B)(6)